Manufacturer narrative:
A visual examination of the returned device revealed that the internal bolster was found to be separated from the device and the bolster was returned remnants of the bolster remain on the end of the tubing .the distal end of the tubing presented no tearing. The inner diameter of the bolster presented voids where material was attached to tubing. There were no defects found in the internal bolster that might have contributed to the failure. It appears that the internal bolster was securely molded to the tubing during implantation. The complaint was consistent with the reported incident that the bolster detached/separated. Bolster detachment most likely occurred because the user applied excess force to the device causing the bond between the tubing and bolster fail therefore, the most probable root cause of 'operational context' is selected for the complaint. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, outside the patient, when attempting to extend the obturator pocket, the internal bolster separated from the tube. The procedure was completed with a new endovive securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, outside the patient, when attempting to extend the obturator pocket, the internal bolster separated from the tube. The procedure was completed with a new endovive securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.